Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: (B)(6) 2019.

Event description:
The customer contacted physio-control to report that their device intermittently will not power on and other times it seems to power on, but does not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due a missing bumper on the on/off lid latch, which kept the device from powering on. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device intermittently will not power on and other times it seems to power on, but does not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently will not power on and other times it seems to power on, but does not provide any voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.